Manufacturer narrative:
(B)(4).

Event description:
It was reported that a after surgery, a revision surgery on a journey I was performed on (B)(6) 2020. The reason for this revision and the outcome of the patient is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. According to clinical/medical investigation, this case reports that a journey I revision surgery was performed. The reason for the revision is unknown, as well as what components were revised, or the length of time in situ. To date, the requested medical records and x-rays have not been provided. Therefore, the patient impact beyond the revision cannot be determined. Due to the limited information provided, no further clinical assessment can be performed at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. As device information was not made available, device history record , risk management review and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.